Event description:
It was reported that the atrial lead had varying impedances and also had noise that resulted in inappropriate mode switching and tracking by the pacemaker. Both the lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, the outer insulation had a breached depression, the helix/lobe was distorted/bent, there was blood in/on the helix mechanism, the guidetooth was damaged, and the lead was stretched. (B)(4) the device was returned, analyzed, and normal depletion which meets expected longevity was found.